Event description:
Customer provided information that there was no patient involvement.

Manufacturer narrative:
The device was not returned for evaluation, but was evaluated and repaired in field. The investigation found the battery incorrectly installed in the wrong orientation and fluid leakage found in the battery compartment. The battery advanced storage module (asm), battery door and battery door pad were found to have damage from fluid leakage. The battery asm, battery door and battery door pad were replaced. Subsequently the device passed all pvt testing. Probable cause battery incorrectly installed in the wrong orientation; corrective actions in process.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a plum 360¿ infusion pump. The customer reported that they observed fluid leakage in the battery compartment.. There was unknown patient involvement, unknown delay in therapy and unknown adverse event.